Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure, three watchman flx laa closure device and delivery systems were attempted. The patient had a challenging chicken wing anatomy and a floppy septum which made for a tough transseptal puncture. After deployment of the first 31 mm watchman flx laa closure device a small pericardial effusion of less than 1 cm was noted. The first closure device was unable to get coaxial, so it was fully recaptured and removed. The patient was stable so the procedure continued. And another 31 mm watchman flx laa closure device was attempted, but again was unable to get coaxial, so it was fully recaptured and removed. Another transseptal puncture was performed and a 27 mm watchman flx laa closure device was attempted, but it was difficult to place the device without a leak. Therefore, the closure device was fully recaptured and removed. The effusion was monitored and the patient remained stable. Eventually the case was aborted due to the challenging anatomy. Transthoracic echocardiogram (tte) post procedure showed no change to the effusion.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure, three watchman flx laa closure device and delivery systems were attempted. The patient had a challenging chicken wing anatomy and a floppy septum which made for a tough transseptal puncture. After deployment of the first 31mm watchman flx laa closure device a small pericardial effusion of less than 1 cm was noted. The first closure device was unable to get coaxial, so it was fully recaptured and removed. The patient was stable so the procedure continued. And another 31mm watchman flx laa closure device was attempted, but again was unable to get coaxial, so it was fully recaptured and removed. Another transseptal puncture was performed and a 27mm watchman flx laa closure device was attempted, but it was difficult to place the device without a leak. Therefore, the closure device was fully recaptured and removed. The effusion was monitored and the patient remained stable. Eventually the case was aborted due to the challenging anatomy. Transthoracic echocardiogram (tte) post procedure showed no change to the effusion. It was further reported that the patient was discharged home from the hospital the following day and doing well.